Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency procedure, no system movements with plane b were possible. Movements at reduced speed remained available on plane a. Radiologist was able to complete the procedure on the same unit, however, a significant delay was reported. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information become available.